Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed weak battery, no delivery and sometimes has a blank display. The customer's blood glucose reading was 96 mg/dl to 400 mg/dl at the time of incident. Troubleshooting advised customer to put fresh batteries in the pump. Customer indicated that they will go get batteries and call back to further troubleshoot.